Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 01/09/2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot n19271a.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a (B)(6) year old female patient with vertigo and a history of lupus. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: 11/21/2019, collected: 2007, result: 167.7 iu/l, sample: a. Siemens vista, 11/21/2019, 2011, <1 miu/l, b. I-stat, 11/21/2019, 1918, 1.0 miu/l, b (plasma). Test time not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer states the patient has a history of lupus. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. The customer states the patient is not pregnant. The investigation is underway.